Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found external abrasion was noted at 36.0 cm to 36.9 cm from the connector pin, breaching the outer insulation exposing the outer coil caused by friction to another device or features of the heart.

Event description:
This report is to advise of an event observed during analysis.